Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information and was assisted by technical support in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if any issues arise again.